Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and led to an unexpected shutdown. Additionally, it was reported that the basal software was suspending insulin delivery inappropriately and that the insulin gauge was inaccurate. Customer's blood glucose level was 44 mg/dl which was addressed by ingesting glucose tablets, soda, and syrup. Reportedly, the customer continued to use the pump for insulin therapy.